Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. The main component of the system. Other relevant device(s) are: product ID: [enveor-us], serial/lot [(B)(4)] use by date [2018-01-13], UDI [(B)(4)]. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical valve, the deployment depth was satisfactory. When removing the delivery catheter system (dcs), the nose cone caught the edge of the cage and pulled the valve out of the surgical valve into the ascending aorta. Subsequently, another valve was implanted. No adverse patient effects were reported.